Event description:
It was reported that the patient was implanted a znn cmn nail 13mmx21.5cm 125r on the right side on (B)(6) 2013. In (B)(6) 2014, the patient underwent revision surgery because the nail broke at screw height.

Manufacturer narrative:
The manufacturer did not receive devices for review. Other source documents (x-rays and surgical report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).